Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. Based on all available evidence, an investigation determined that the reported complaint was due to a capacitor leak with the super capacitor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.